Manufacturer narrative:
Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 54 mg/dl. The customer stated that the insulin pump received low battery alarms. Troubleshooting was provided for low battery alarm and customer called back again with low battery after troubleshooting. Customer reported that the batteries were lasts 2 to 3 days only. The insulin pump was returned for analysis.